Event description:
Additional information was received which reported that on (B)(6) 2014, the patient was administered antibiotic therapy because the results of the culture study were positive. The patient had been discharged from the hospital. Therapy was on with good symptom control of the patient's tremor and dyskinesia on the left side, which was reportedly high on that side. The physician planned on re-implanting the patient with a new extension in two months. The infection was reportedly controlled.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "externalization" occurred on the left extension of the patient. There was reportedly a skin wound in the subgaleal right area of the electrode connection with the extension. The extension was subsequently explanted and was going to be ¿studied¿. It was noted that the patient "only had a stimulation electrode in the right hemisphere". The event resulted in hospitalization. It was noted that the patient was being evaluated. No other injuries were reported with regards to the patient¿s health.